Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, specifically during test rotation, an image was displayed; however, it was too dark to be visualized. It was also noted that a small amount of air remained and was not removed during the preparatory flush. The procedure was completed with another of the same device. No patient complications were reported.